Manufacturer narrative:
Patient weight: unknown as information was asked but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Device evaluated by MFR: the device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) haptic broke and there was contact with the patient¿s ocular dexter (right eye). Through follow-up, additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The same procedure completed successfully using backup lens with the same model and diopter size. Patient outcome post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 07-apr-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside the original lens case inside a plastic bag, in the original folding carton. Visual inspection under magnification was performed and revealed that the lens was cut in half and had a detached haptic and had dry ophthalmic viscosurgical device (ovd) on it. The lens was cleaned and visually inspect under magnification and scratches were observed on the optic body. No additional issues were observed with the returned product. Haptic damaged, the complaint issue, could not be confirmed. However, the observed issue ¿haptic detached¿ is similar to the complaint issue ¿haptic damaged¿ and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.